Event description:
Additional information was received from propharma and a manufacturer representative. On (B)(6) 2016, it was reported that as of (B)(6) 2016. The physician verified the pump had excess fluid with multiple refills and would be replacing the catheter soon. On (B)(6) 2016, it was reported that the troubleshooting was documenting and monitoring over three refills. The cause of the volume discrepancies was unknown and the pump was replaced.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 958 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a volume discrepancy occurred as an underinfusion. They have been noting volume discrepancies over the last 3 refills and they were now 30% higher actual residual volume (arv) than it should be. No specific volumes at the time of the call. There were worsening of symptoms and increased spasticity. A full system replacement was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.